Event description:
On (B)(6) 2018, the patient/lay user contacted lifescan (lfs), alleging that his onetouch ultra 2 meter was reading inaccurately high compared to his feelings/normal results. The complaint was classified based on customer service representative (csr) documentation. The patient stated that he first became aware of the issue at 9 am on (B)(6) 2018, alleging that he obtained an inaccurate high result of ¿500 mg/dl¿ on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient stated that he manages his diabetes with oral medication, diet and exercise. It is unclear if he made any changes to his normal diabetes management regimen in response to the alleged issue. The patient reported that 3 hours after the alleged issue, he developed symptoms of ¿very weak and sweating¿. He reported that he self-treated the symptoms by consuming some cornflakes and milk. During troubleshooting, the csr noted that the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms of a serious injury adverse event, while using the product, and the alleged meter issue could not be ruled out as a cause or contributor to the event.